Event description:
Procedure type: lap colon resection. According to the reporter: after firing the instrument, tissue of the anastomosis was squeezed, and clips were found not formed correctly. The anastomosis was sutured by hand to control the leak. Surgery was extended more than 30 minutes, no bleeding occurred as a result. No pt injury was reported. No pt details were provided.

Manufacturer narrative:
.